Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb) and reloaded the current software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.